Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lysis of adhesions, cystoscopy, diagnostic laparoscopy, left ovarian cystectomy and right ovarian biopsy; due to sui, pelvic pain and bl. Ovarian cysts. It was reported that following insertion the patient experienced pelvic pain: stabbing, burning sensation and severe pain in rectum; urinary problems, fecal incontinence, recurrent sui, dyspareunia and vaginal scarring. It was reported that the patient underwent bladder neck suspension with sparc implantation on (B)(6) 2014. (B)(4).

Event description:
It was reported the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and sparc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.